Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: see scanned table. The pt had a nose bleeding and dizziness prompting the lab draw. Pt was hospitalized on (B)(6) for heart failure/pneumonia. Caller reported no heparin introduction via intra venous (IV); pt was discharged. The nurse withheld coumadin while pt was in the hospital on (B)(6). Dosage was changed from 5.0 mg to 7.5 mg on (B)(6). Coumadin was not taken on (B)(6), then the dosage was returned to 5.0 mg; zithromax was taken from (B)(6). IV rocephin taken from (B)(6). Pt's therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Pending investigation.